Event description:
It is reported that end-users skin presented with a red rash weeping and burning located at the right lower quadrant (rlq) under mass matching outline of mass. Reports that she has always used a durahesive product since her surgery three (3) years ago and has this problem since that time; exact onset unk, she then switched to this product and the issue worsened. It is further reported end-user saw her surgeon one (1) year ago who referred her to the ostomy nurse who tried crusting techniques, resizing with flat and convex products, and different sizes of precut and moldable durahesive products with no resolution.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user was unable to obtain lot number for packaging was discarded and unable to be retrieved. Skin care includes: reliamed adhesive remover; plain water and adapt powder with cavilon no sting or whatever samples she has on hand. End-user was referred by ostomy nurse to convatec's nurse who reviewed crusting techniques using stomahesive powder and sensicare sting free skin protectant barrier wipes. It is further reported that convatec's nurse provided ostomy use instructions such as discontinuing use of durahesive products. Lastly, end-user was advised to consult a dermatologist. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.